Event description:
It was reported that te patient underwent an aortic valve implantation on (B)(6) 1988 with an edwards duromedics bileaflet mechanical valve. He developed acute congestive heart failure, severe aortic insufficiency, evidence of acute mi, shock, brief arrest. The patient was transferred for an emergency surgery. It was found that the mechanical aortic valve had fractured into two pieces embolizing to bilateral superficial femoral arteries. Vascular surgeon successfully removed both fragments. The duromedics aortic valve was removed and replaced with a new aortic valve.

Manufacturer narrative:
(B)(4). Evaluation: method(B)(4) device has not returned for analysis additional manufacturer narrative: the transesophageal echocardiogram was reviewed. Results show that a mechanical valve was noted in the aortic position. A single leaflet can be identified; that leaflet appeared to have normal mobility. There was severe central valvular aortic regurgitation.